Event description:
It was reported work via repair work order that the nurse call cable had been pulled out of its connector pins and was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.